Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our greece affiliate during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra resilia valve, during the procedure resistance occurred during advancement of the 23mm commander delivery system (ds) into the 14f esheath+. Upon the ds reaching the sheath tip, difficulty removing the ds or the sheath occurred and both were taken out per the usual process. It was observed the distal tip of the sheath was torn. No patient injury occurred, and the patient remained stable.